Manufacturer narrative:
D2: added common device name. D4: added serial #, catalog #, expiration date, UDI #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1. D6 / d7: added implant/explant date. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2010: (B)(6). (B)(6) md. Procedure report. Pre procedure diagnosis: diarrhea. History of ulcerative colitis. Diffuse constant abdominal pain. Chronic steroid use. Procedure: colonoscopy. Complications: none. Findings: marked ulcerative colitis in rectum, sigmoid colon, descending colon and distal portion of transverse colon, possible proximal inflammation. ¿ (B)(6) 2010: (B)(6). (B)(6) md. Office notes. Abdominal pain began approximately six years ago. Associated symptoms include watery diarrhea, abdominal distention, abdominal cramping, bloating, scant blood in stool intermittently, nausea, vomiting. Taking medication since 2005 for ulcerative colitis. Would like to proceed with surgery as would like to stop taking immunosuppressive medications due to side effects. Abdomen: umbilical hernia present, no tenderness, scars consistent with previous surgeries. Plan: proctocolectomy with ileostomy with possible laparoscopic approach is recommendation. She would like to retain option for an ileo-anal anastomosis in one year. Procedures/surgery: procto-colectomy, permanent ileostomy. Umbilical hernia repair. ¿ (B)(6) 2010: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: persistent diarrhea. Persistent postprandial abdominal pain. Chronic ulcerative colitis, refractory to medical therapy. Chronic steroid use. Postoperative diagnosis: persistent diarrhea. Persistent postprandial abdominal pain. Chronic ulcerative colitis, refractory to medical therapy. Chronic steroid use. Operation performed: laparoscopic total colectomy with splenic flexure and hepatic flexure take down. Ileostomy formation. Lysis of adhesions. Complications: none. ¿ (B)(6) 2010: (B)(6). (B)(6) md. History and physical. Admitted with onset abdominal pain yesterday. Nausea, intense abdominal distention and bloating. Status post laparoscopic cholecystectomy on (B)(6) 2010 by myself [nurse reviewer note: possible error; other records indicate a laparoscopic total colectomy on this date]. CT demonstrated partial small bowel obstruction. Came to this hospital to be admitted under me for further evaluation. Upon presentation, abdominal pain seemed to resolve itself, still had mild bloating. Weight 58 kilograms. Abdomen: soft, minimal tenderness, no distention, rebound, guarding or peritoneal signs. Colostomy intact. Impression: partial small bowel obstruction likely due to past three abdominal surgeries. Plan: observation, slowly advance diet as tolerated. ¿ (B)(6) 2011: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: parastomal hernia. Nausea and vomiting. Postoperative diagnosis: parastomal hernia. Nausea and vomiting. Operation performed: laparoscopic repair of parastomal hernia with strattice mesh eleven cm x eleven cm. Assistants: none. Complications: none. Anesthesia: general. Estimated blood loss: 5 to 10 ml. Disposition of specimens: not applicable. Indications for operation: the patient is a 34-year-old, caucasian female who had a laparoscopic total colectomy with ileostomy. She presents with a 2-4 week history of intermittent nausea, vomiting and parastomal bulge. The patient was diagnosed with a parastomal hernia and is here for definitive therapy. She was explained the risks, benefits and alternatives to the procedure and wished to proceed accordingly. Description of operation: ¿the patient was placed in the supine position, administered general anesthesia and orally intubated without difficulty. The patient¿s abdomen was clipped, prepped and draped in the usual fashion. A 3-way foley catheter was inserted and the urinary bladder was inflated with 500 ml of warm normal saline. A left upper quadrant 5 mm incision was made. A veress needle was used to enter the abdominal technique using the water drop test. Once abdominal placement was confirmed, the abdominal cavity was insufflated to a c02 pneumoperitoneum of 15 mmhg without difficulty. A 5 mm trocar with a 5 mm 0 degree laparoscope was inserted under direct camera visualization without difficulty. There were no intraabdominal injuries. There were no significant small bowel adhesions noted. There did appear to be a fair amount of bowel inside of the parastomal hernia. See pictures. At this time, a 12 mm slightly left lower quadrant incision was made. A 12 mm trocar was inserted under direct camera visualization without difficulty. At this time, using davis and geck, omentum was pulled out of the parastomal hernia with ease. Upon pulling out a large amount of omentum, a small amount of small bowel was pulled out as well. There appeared to be no adhesions. The small bowel was untwisted easily on its vascular mesenteric pedicle. Once all the contents of parastomal hernia were realized, the opening of the parastomal hernia appeared to be only 2.5 cm in diameter. The hernia sac however was much larger. At this time, using a 2-0 prolene suture on a keith needle, I then closed the para stomal hernia from outside in and inside out and tied it. This obliterated the opening. At this time, I decided to use an 11 cm x 11 strattice mesh as the ostomy opening was about 3 cm in diameter. This would allow 4 to 5 cm circumferentially around the ostomy opening to prevent recurrence. The strattice mesh was cut in a circular fashion. A gore-tex suture was placed in all four areas for transfascial suture placement. A slit was made to the middle with a small elliptical keyhole to allow the ileostomy to be within it. I then placed the mesh through the 12 mm trocar site. The mesh was unraveled and placed around the ileostomy. Using the endoclose device and and 11 blade, the transfascial sutures were pulled through to approximate. Once it was approximated, I used the absorbatack to firmly place the mesh circumferentially around the ostomy without difficulty. Once it was confirmed, I was able to use the transfascial 0 gore-tex sutures to affirm and affix the mesh in place through the 4 sutures. A couple of them had to be changed in position as positions changed once the absorbatack had been used to place the mesh in precise position. I closed the slit opening that was to the medial lower side with a 2-0 prolene on a keith needle from outside in and inside out through the same hole. This served as a permanent suture to keep the mesh together as well. An excellent circumferential ring around the ileostomy site was noted. See pictures. There was no injury to the urinary bladder which could be seen fully inflated. The bowel was inspected. There was no evidence of any injury. The ostomy opening was fairly snug around the ileostomy. A small hook scissors was used to make one slit to allow for just slightly more room. Absorbatack was used to fix the mesh firmly on the fascia at this site to allow for future ingrowth. At this time, the 12 mm trocar site was closed with a 0 vicryl suture under direct camera visualization. The measurement tape was removed. The co2 pneumoperitoneum was then released and all trocars and instrument were removed. All laparoscopic sites were cleaned and dressed with mastisol, steri-strips, 2 x 2 gauze and op-sites. The small endoclose sites were closed with mastisol and steri-strips. The patient was then awakened, extubated and taken to the recovery room in stable condition.¿. ¿ (B)(6) 2011: (B)(6) hospital. Implant record. Strattice mesh. Lifecell corp. Implant #1 procedure: laparoscopic repair of parastomal hernia with 13 cm x 14 cm gore-tex mesh. Implant: gore-tex® soft-tissue patch [1320030020/(B)(6), 13 cm x 14 cm]. Implant #1 date: (B)(6) 2011 (hospitalization [ni] [not indicated]). ¿ (B)(6) 2011: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: recurrent parastomal hernia. Postoperative diagnosis: recurrent parastomal hernia. Assistants: none. Complications: none. Anesthesia: general. Estimated blood loss: 3 to 4 ml. Disposition of specimens: not applicable. Indications for operation: the patient is a 34-year-old caucasian female who had a previous laparoscopic total colectomy and a laparoscopic repair of a parastomal hernia who presents with a recurrence. The patient is here for definitive surgical procedure. She was explained the risks, benefits, and alternatives to procedure and wished to proceed accordingly. Description of operation: ¿the patient was placed in the supine position, administered general anesthesia and orally intubated without difficulty. The patient¿s abdomen was clipped, prepped and draped in the usual sterile fashion. Using a #15 scalpel blade, a left upper quadrant 5 mm incision was made. A veress needle approach was used to enter the abdominal cavity using the water drop test. Once abdominal placement was confirmed, the abdominal cavity was insufflated to a c02 pneumoperitoneum of 15 mmhg without difficulty. At this time, a 5 mm optiview trocar and 5 mm scope was inserted through the same incision without difficulty. The abdominal cavity was viewed. A 10 mm left mid to lower quadrant incision was made and a 10 mm trocar was inserted under direct camera visualization without difficulty. At this time, using davis and geck, I was able to sweep some [sic] the soft adhesions of the small bowel around the parastomal site. I then proceeded to take down further soft adhesions on the lateral right side of the hernia and to remove the small bowel from the hernia defect. I then placed 2-0 interrupted prolene sutures to attempt to close the hernia sac visually at the fascia. The previous stratus mesh that was present was visible but there was a gap in the lateral portion of it, likely where the keyhole/a slit was located. See pictures of the primary closure. Since the small bowl was angling laterally towards the right lower quadrant to right lateral portion, I then chose a gore-tex mesh. I had to cut a much larger mesh down to 13 cm x 14 cm. The diameter of the ileostomy site was approximately 3 cm. I then marked 5 cm circumferentially in all directions and therefore ended up with a 13 cm x 14 cm gore-tex mesh. This, I felt would adequately cover the 3 cm hole where the ileostomy was coming out as well as to provide adequate circumferential coverage. I then placed my transfascial sutures on the edge of the gore-tex totalling [sic] five with an additional one on the right lateral side to further close the bowel with the gore-tex mesh. Using spinal needle, I marched off exactly the 5 cm intervals from the ileostomy intraoperatively and that is how I got these measurements. I then cut the mesh to fashion after landmarks to assist me and then placed it through he [sic] 10 mm trocar site. Once within the abdomen, it was unraveled and I proceeded to using the endo-close device to pull the transfascial 0 gore-tex sutures through. Once they were in place around, I proceeded to surround the bowel laterally. I then tied the transfascial sutures. After tying them I then placed a pro tack suture circumferentially around the mesh at 1 cm to 0.5 cm marks. I placed a couple of sutures toward the lower center covering the previous hernia defect site close to the hernia defect site but chose not to place some circumferentially to avoid injury to the underlying bowel. I did make sure that the gore-tex was pinned circumferentially to the abdominal wall laterally to make sure no small bowel snuck through the right lateral side of the mesh. This was the sugarbaker technique used to cover the parastomal hernia site. See final pictures. At this time, the 10 mm trocar site was closed using 0 vicryl sutures double looped interrupted laparoscopically. Once this was closed, the c02 pneumoperitoneum was released and all trocars and instruments were removed. The skin was pulled over the 2-0 prolene sutures used to primarily fix the hernia defect. Three laparoscopic incisions at the port sites were closed with 4-0 vicryl subcuticular sutures. The port sites were then locally anesthetized with 35 ml to 0.5% marcaine with epinephrine. The sites were then dressed with mastisol, steri-strips, 2 x 2 gauze and op-sites. Mastisol was placed of the endo close entry sites only. The foley catheter which had been inserted into the ileostomy site was removed after the ioban, which had been placed at the beginning of the procedure, was taken off. The ileostomy appliance was placed over the ostomy. The patient was then awakened, extubated and taken to recovery room in stable condition.¿. ¿ (B)(6) 2011: (B)(6) hospital. Implant record. Gore-tex® soft tissue patch. Ref catalogue number: 1320030020. Lot batch code: 06038274. W.l. Gore & associates. ¿ the records confirm a gore-tex® soft-tissue patch (1320030020/(B)(6)) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2013: (B)(6). (B)(6) md. Procedure report. Preoperative diagnosis: history of ulcerative colitis. History of total colectomy. Bleeding from rectal retained stump. Need for yearly surveillance. Procedure: flexible sigmoidoscopy. Findings: multiple areas of bleeding and redness consistent with chronic inflammation; mild areas of acute inflammation. Tolerated procedure well. Await biopsy results. ¿ (B)(6) 2013: (B)(6) . (B)(6) md. Radiology ¿ upper gi; small bowel series. Impression: partial small bowel obstruction just proximal to ostomy in right lower quadrant. Likely secondary to adhesions. Essentially normal upper gi. ¿ (B)(6) 2013: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: a 36-year-old female status post endometrial ablation with abnormal uterine bleeding. Procedure performed: hysteroscopy and cervical biopsy. ¿ (B)(6) 2014: (B)(6) . (B)(6) md. History and physical. Complains of a lump. Abdominal mass discovered during physical exam, CT scan. A large, non-reducible, non-tender incisional hernia present. Associated symptoms include abdominal pain right lower quadrant, palpable abdominal bulge over previous surgical site, change in bowel habits, abdominal cramping, decrease in appetite, abdominal distention, nausea; began approximately one to two months ago. Improved with narcotics, fasting. Worsened with straining, change in position, coughing. No therapies have been tried. Previously seen for this problem by gynecologist. Remains on prednisone by family physician for persistent asthma. Abdomen: incisional parastomal hernia with palpable bowel contents. No masses or tenderness. Right lower quadrant stoma with appliance in place. Protuberant abdomen secondary to generalized obesity. Plan: patient wants to perform combined surgery with hysterectomy by dr. (B)(6). Counseled on need to stop prednisone as steroids are a well-known cause of hernia recurrence. Procedure/surgery: incisional hernia repair with robotic assistance, with goretex composite mesh. Return after surgery. Implant #2 procedure: laparoscopic parastomal hernia repair using 17 cm x 15 cm bio-a gore-tex and 10 cm x 15 cm parietex composite mesh with enterolysis and mobilization of small bowel. Implant: gore® bio-a® tissue reinforcement [11680044/fs2030, 17 cm x 15 cm]. Implant #2 date: april 29, 2014 (hospitalization: [ni]). ¿ (B)(6) 2014: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: large parastomal hernia. Abdominal pain. Small uterine mass. Postoperative diagnosis: large parastomal hernia. Abdominal pain. Small uterine mass. Moderate to severe adhesions. Assistant: brenda wulliman, rn, bsn, cnor. Complications: none. Anesthesia: general. Estimated blood loss: 10 to 15 ml. Disposition of specimens: not applicable. Indications for procedure: a 37-year-old caucasian female who has a longstanding history of ulcerative colitis and is status post total colectomy and parastomal hernia repair. She presented with recurrent parastomal herniation with incarcerated small bowel and abdominal pain. The patient was explained the risks, benefits and alternatives to the procedure and wished to proceed accordingly. Dr. (B)(6) came and spoke with the patient in sopu which did delay surgery by two hours. He instructed the patient that he would not be performing the combined hysterectomy and parastomal hernia repair at this time. The patient was not happy with the decision but understood. She was willing to proceed with just the laparoscopic parastomal hernia repair. Her husband was present and concurred. Description of operation: ¿the patient was placed in supine position, administered general anesthesia and orally intubated without difficulty. The patient was then placed in modified lithotomy position. The nasogastric tube and foley catheter were placed. A foley catheter was inserted into the patient¿s right lower quadrant ileostomy. The balloon was inflated to keep the foley catheter below the rectus sheath. At his time, the abdomen was clipped, prepped and draped in the usual sterile fashion. Ioban was placed upon the entire abdomen. At this time, a left upper quadrant incision was made, approximately 12 mm in length. A veress needle approach was used to enter the abdominal cavity using the water drop test. Once placement was confirmed, the abdominal cavity was insufflated to a co2 pneumoperitoneum of 50 mmhg without complication. At that time a 5 mm scope with a 5 mm trocar was inserted under direct camera visualization without difficulty. At this time, the abdominal cavity was viewed. The patient was placed in slight trendelenburg position with rotation to the patient¿s left. Dr. (B)(6) came into the room and the abdominal wall was viewed. The right upper quadrant was clear. The left upper quadrant and left lower quadrant were clear. In the midline going toward the right lower quadrant region, the omentum was stuck to the previously placed mesh as well as stuck around and into the parastomal herniation and there was noted bowel within the incarcerated parastomal hernia sac. The pelvis was viewed. There was full view of the uterus. There was minimal to no upper adhesions noted from what I could see. Pictures were taken of the left ovary as well as the right ovary and fallopian tubes. Pictures were taken of the uterus. These pictures were sent to dr. (B)(6) office. We did talk about potential placement of his ports and he admitted that a right lower quadrant port would be the most difficult one to place as my eventual mesh would cover that area. I then proceeded to place a right upper quadrant 8 mm incision and robotic trocar under direct camera visualization. In the left lower quadrant, and 8 mm incision was made and again, and 8 mm trocar was inserted under direct camera visualization without any complication. At this time, I exchanged the 5 mm left upper quadrant trocar for a 12 mm trocar which would serve as my camera port. The robotic arms and base were moved to the patient¿s right hip at a 45-degree angle and the robotic arms were docked to the aforementioned trocars and camera port. In the right upper quadrant port, a monopolar scissors was [sic] placed. In the left lower quadrant port, caudier grasper forceps was placed. I then broke scrub and went to the surgeon¿s console to begin the surgery from the robotic surgeon¿s console. At this time, I started with the omental adhesions along the midline going laterally into the right lower quadrant. These were taken down slowly and meticulously with excellent view using the 30 up robotic scope. A slow meticulous takedown of the omentum revealed the previously placed gore-tex suture as it partially covered the medial half of the parastomal defect. The lateral portion of the defect appeared to roll up onto itself. The sutures were still in place although stretched and pulled out. There appeared to be some contraction of the gore-tex suture. Once all the adhesions were taken down, I could see from medial side that there were some dense adhesions of the small bowel inside the hernia sac. Seeing that there were some adhesions inside the hernia sac defect that I could not get to at that angle, I decided to place an additional left lower quadrant 5 mm port for my assistant. With this port in place, she was able to get a davis and geck and grasp the right lateral portion of the previously placed mesh to place view better into the hernia sac. At this time, with a gentle pressure on the hernia sac and the ostomy from my assistant as well as inflating the foley catheter to a full 30 ml of water, I was able to slowly and meticulously take down the adhesions. I took down about half of the adhesions. There were 1 to 2 small arterial bleeders which were clamped and hemostasis maintained using the hema-loc clips. At this time, I was able to start to unravel and pull out the small bowel. There was at least a foot to a foot and a half of small bowel within the lateral parastomal hernia defect. Once all of the small bowel had been pulled out, I could easily see the foley catheter coming straight out and the foley balloon. The defect was quite large. I did not have the angles to remove the hernia sac plus this was not stated in the traditional sugarbaker technique so, therefore, I did not remove the hernia sac. At this time, measuring what I could from the hernia defect which was half covered by the previously placed gore-tex, I configured the hernia defect was approximately 4 to 5 cm in maximal diameter. I therefore chose a gore-tex bioa mesh and cut out a 17 cm x 15 cm square sheet of mesh. I wanted to get ample coverage laterally down on the side wall as this is where it picked up beforehand. Using 0 gore-tex sutures, I placed gore-tex sutures on 3 equal sides of the mesh as my transfascial sutures. On the fourth the most lateral side, I placed two transfascial sutures. At this time, the mesh was rolled and placed through the 12 mm trocar incision after it was enlarged to an approximately 15 mm incision and the peritoneal opening was stretched. Once the mesh was placed and it had been marked previously, it was unraveled. I was able to place the mesh out laterally where I had placed spinal needles at least 5 cm from the edge of the defect into four cardinal areas. I started with the two transfascial sutures that were around the bowel, most laterally. I had marked the area previously for my 5 cm markings out laterally and I then proceeded to use an 11 blade scalpel and endoclose device. I pulled through the two transfascial sutures on one side. The small bowel was placed in between these two transfascial sutures in the standard sugarbaker technique. I then used an 11 blade scalpel and endoclose device to pull the other three transfascial sutures through for complete coverage of the entire small bowel and hernia defect as well as the previous gore-tex sutures. Once this mesh was placed, I then proceeded to tie the transfascial sutures in place. Then, on all four corners of the square mesh, I sewed in a gore-tex suture in interrupted fashion for extra posterior fascial fixation. I did not think the absorba tack would go through this thick bioa mesh. After discussion with the gore-tex rep and with the nonpermanent nature of the mesh, I decided to place at 10 cm x 15 cm parietex composite mesh into the abdomen on the lateral side. This would serve as my permanent mesh on the lateral side. I made sure that the mesh was moistened and three transfascial sutures were placed on the parietex composite mesh. I then rolled and placed the composite mesh into the abdominal cavity. I then secured the 10 cm x 15 cm parietex mesh over the gore-tex bioa mesh laterally. It overlapped just slightly over the mesh superiorly but not inferiorly. I wanted to at least get one of the transfascial sutures through the entire abdomen. I then used an absorbatack device to fix the parietex composite mesh to the underlying bioa gore-tex mesh at 1 cm intervals circumferentially with excellent coverage of the mesh. No tacks were placed laterally between the ostomy and the exiting of the small bowel as it was pulled taut and straight. I believe this will eventually ingrow into the bioa while avoiding any erosion into the small bowel. The parietex composite mesh was kept atop the bioa gore-tex mesh entirely. After these were tacked superiorly and inferiorly into place, there was excellent coverage with some permanence laterally to keep the bowel affixed along the side wall. There was more than 5 cm overlap keeping the bowel away from the previous hernia defect and therefore should give ample coverage over the defect. Therefore, there was ample coverage over the defect. After this was affixed, I then repaired the 12 mm incision with a single vicryl suture through and through laparoscopically. I used additional 0 pds interrupted sutures x 4 to close the anterior rectus sheath of the 15 mm incision. At this time, the patient was placed in the flat supine position. All trocars and instruments were removed and the co2 pneumoperitoneum was released. The four robotic incisions were then closed with 4-0 vicryl sutures. The wounds were then cleansed and dressed with mastisol, steri-strips, 2 x 2 gauze and op-site. After the dressings were placed, the ioban was removed and the foley catheter from the ostomy was removed. It was noted to be kinked and twisted inside the foley catheter likely due to pressure applied at the hernia sac by my assistant. There was some mild abrasion to the inner portion of the ostomy that could be visualized but there was no frank bleeding. There was also no perforations noted. An ostomy bag was placed over the permanent ileostomy site. The patient was then placed in a flat supine position, awakened and taken to pacu where she was later extubated and was in stable condition.¿. ¿ (B)(6) 2014: (B)(6) . Implant record. Implant/manufacturer: mesh, bio-a #fs2030. W.l. Gore. Quantity: 1. Lot number: 11680044. Cat/batch number: fs2030. Size/expiration date: 20 x 30 cm. 06/16. Implant record. Mesh, symbotex. Covidien. ¿ the records confirm a gore® bio-a® tissue reinforcement (11680044/fs2030) was implanted during the procedure. See attachment for sections h10/11 continuation.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2011 and (B)(6) 2014 whereby a gore-tex® soft tissue patch and gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2014, (B)(6) 2015, and (B)(6) 2016 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of both previously placed gore mesh, previous gore mesh was found rolled up onto itself, incarcerated small bowel (x2), small bowel resection, abdominal pain, recurrent parastomal hernia defect repaired with new mesh, extensive adhesions, drainage of hematoma, abscess formation, placement of wound vac. Additional event specific information was not provided.